Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that the dental implant was placed in ada site #29 of the patient's mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. The patient reported no symptoms at time of implant removal, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reports that the dental implant was placed in ada site #29 of the patient's mouth, non-osseointegration was observed. The patient reported no symptoms at time of implant removal, no further complications were observed.